Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed indicating the impedance on the lv (left ventricular) lead was beyond the expected lower range. Capture threshold in the lv was high, and greater than 6 volts in (B)(6) 2015. Lv lead impedance was 190 ohms on (B)(6) 2015. Concomitant product: 694758 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient felt weakness and shortness of breath. The left ventricular (lv) lead exhibited decreased impedance to low values and increased capture threshold to extremely high values due to an apparent dislodgment. The lead was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) device exhibited accelerated depletion due to the high programmed outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: analysis was performed and no anomalies were found; full lead returned and analyzed.